Manufacturer narrative:
Event date unknown. Device has not yet been returned to manufacture. Product discarded. No lot number was provided or known.

Event description:
The dentist reported that a try-in abutment screw fractured in the patients mouth. It has already been removed and replaced. They discarded the screw but will send in pictures.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet restorative manual instrm rev d 09/16. Was confirmed to contain instructions regarding torque recommendations as well as instructions on certain hex try-in screw usage. The complaint indicated that the screw fractured in the patients mouth. The subject product was not returned for investigation. However, the complaint was confirmed based on a picture of the fractured screw provided by the complainant. A root cause could not be determined for this complaint. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Device manufacture date not available; as no lot number was provided.